Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gynecological surgery, on ligation, the 4 threads broke. A new suture was opened and used to complete the case. There was no patient injury.